Manufacturer narrative:
(B)(4). Per the instructions for use, device malposition requiring intervention is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, and movement of the delivery system by the operator. Deployment of the sapien xt valve too aortic has the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency; it can obstruct the coronary ostia; and lead to embolization of the prosthesis into the ascending aorta. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien xt thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment in this case, in addition to the procedure itself, patient factors (large septal bulge, moderate-severe native leaflet calcification) likely contributed to the malposition of the initial valve. A second valve was deployed, stabilizing the first valve and correcting the pvl. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.

Event description:
During deployment of a 26mm sapien xt valve, via the transapical approach, the valve moved too aortic and could not be repositioned. The valve was deployed with a final position of 90:10 aortic/ventricular (a/v), resulting in moderate paravalvular leak (pvl). A second xt valve was deployed slightly lower with a final 50:50 a/v position, resulting in trace pvl. The patient was stable during the procedure. The procedure was completed and the patient was transferred in stable condition. It was perceived that patient factors (large septal bulge, moderate-severe native leaflet calcification) contributed to the too aortic position of the initial valve. The patient¿s annular valve area measured 522mm2 by CT. Moderate annular calcification, moderate-severe native leaflet calcification and no aortic root calcification were noted.